Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mol1, 40 charging cycles were recorded to the device memory. The memory content of the device was inspected. During analysis of the available iegms noise was observed in the ventricular as well as the far-field channel, leading to multiple charging cycles that partially resulted in shock delivery, confirming the clinical observation. Therefore a sensing test was performed. The device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. In a next step, the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the ventricular as well as the far-field channel, leading to multiple shock deliveries as reported in the complaint description. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction.

Event description:
This device was explanted because the device was delivering inappropriate shocks due to a rv lead fracture. There were no adverse patient events reported. Should additional information be received, this file will be updated.